Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-8336-50, serial: (B)(4), batch: 7071347.

Event description:
It was reported that following an implant procedure, the patient had a staphylococcus aureus infection at the ipg and lead incision sites. Symptom of pain at the ipg site and an area along the spine where an aborted surgery had occurred. The patient went to the emergency room (ER) and found the incision sites appeared to be infected. This was the patients second infection from spinal cord stimulator (scs) procedures (MFR. Report number: 3006630150-2020-00668). It was unknown if the infection was device or procedure related. The patient was placed on antibiotics and all device components were explanted. The explanted ipg and lead will not be returned.